Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller stated when a patient was tested at 8:02 am, the inform system displayed the message cr hi (critical high). The inform system can be programmed to display cr hi instead of a numerical value when a test result is higher than the facility's critical-range high setting. The critical range programmed into the inform system by this facility is 40 mg/dl to 400 mg/dl. Facility database showed the actual value downloaded from the inform meter was 500 mg/dl. The caller reported the patient presented symptoms of hyperglycemia. They increased the patient's insulin drip. A lab draw was done at 8:10 am was resulted as 209 mg/dl. An inform system result at 8:40 am was 249 mg/dl. The patient had no symptoms at that time. No adverse event was reported. Strips are not available for return, replacement sent.